Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor error alarm during prime. The customer also reported high blood glucose levels of 32.2 mmol/l and that they did not bring enough insulin with them to work. The customer treated with a manual injection. The customer performed the displacement test and it passed. Through troubleshooting it was found that the alarm was caused by a connection issue. The customer was advised to monitor the device and call back if problems persisted. The product was not replaced or returned.